Event description:
A report was received that a pt was not getting sufficient stimulation in the target pain areas. After attempts at reprogramming were unsuccessful, the bsn rep discovered multiple high impedance contacts on the pt's left lead. In addition, an x-ray confirmed a kink in the pt's left lead. The pt is scheduled to undergo a lead replacement procedure.

Manufacturer narrative:
Additional information received stated that the patient will not proceed with the lead revision procedure at this time. A review of the manufacturing documentation of the leads found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient was not getting sufficient stimulation in the target pain areas. After attempts at reprogramming were unsuccessful, the bsn representative discovered multiple high impedance contacts on the patient's left lead. In addition, an x-ray confirmed a kink in the patient's left lead. The patient is scheduled to undergo a lead replacement procedure.